Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis experienced left sided deflation post procedure. The deflation was diagnosed through an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 19, 2022. On (B)(6) 2022 it was determined that both devices returned demonstrated damage consistent with deflation. This report relates to the left prosthesis. See 1645337-2022-13595 for contralateral prosthesis report. The investigation of the returned device was completed by the failure analysis lab on october 27, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear on the anterior aspect, measuring approximately less than 0.1 cm. Additionally, no other leak sites were detected. Microscopic examination was performed on the edges of the tear, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 5, 2022. An explant was scheduled for (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Additional information was received on august 11, 2022. This event was found to be a duplicate report of 1645337-2022-09356 any additional event information will be reported through 1645337-2022-05425 (this report). A separate event with the contralateral prosthesis was reported under 1645337-2022-09355. Additional information was received on august 22, 2022. Stretching of the implant capsules and bilateral device lateral migration was noted with deflation. Replacement with mentor 425cc moderate plus smooth round saline prostheses was performed with explant. Manufacturer¿s reference number: (B)(4).